Event description:
Additional information was received reporting that there was a problem with the microcatheter during the in vitro preparation process and it did not enter the patient's body. The patient recovered well after surgery. No patient symptoms or further complications were reported as a result of this event. There is no procedural / post-procedural imaging available. The catheter was replaced with the same model of microcatheter and reshaped during the operation. The cause of the breakage was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. Visual inspection/damage location details: a shaping mandrel was returned within the echelon-10 micro catheter distal tip. The echelon-10 total length was measured to be ~156.0cm. The echelon-10 useable length was measured to be ~148.2cm which is within specification. Upon visual examination, no damages were found with the echelon-10 hub or with the catheter body. The distal tip was found to be separated but retained by tubing material at proximal end of distal marker band. The shaping mandrel was unable to be removed from distal tip. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed as the catheter was found to be separated. In this event, user error likely contributed to the event as it was reported by the customer the echelon-10 micro catheter was damaged when the shaping mandrel was inserted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of an echelon 10 micro catheter, there was a head end breakage when a shaping needle was inserted, and catheter separation occurred. The breakage was found out of the package or during preparation, specifically at the distal location. The catheter and accessory devices, including a sheath, guide catheter, microcatheter, and guidewire, were prepared and flushed as indicated in the instructions for use. The broken segments were planned to be returned for investigation. The device was replaced by a medtronic product. There was no patient involvement.